Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump received motor error alarm. Blood glucose was 237 mg/dl. Troubleshooting was performed. Customer reported that drive support cap was normal. Customer reported they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.